Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons were sticking for a few days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/20/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that all of the buttons responded properly. Removal of the keypad did not find any anomalies to the button contacts. No other defects were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.